Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. Correction in the field: d5, e1 (establishment name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue occurred due to one of the following reasons; physical stress such as rubbing or hitting the insertion section, chemical stress by conducting reprocessing not recommended in the instructions for use (IFU), or stress from an inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.). The following information from the IFU pertains to this event: detection method is described in section 3.3.2 of the operation manual. Preventive measures are described in the operation manual section 1.1.3,/2.2.1 and section 5.5.1 in the reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited peeling of the insertion tube coating and marking disappearance on the insertion section (greater than or equal to 1 x 1 millimeters). There were no reports of patient involvement.